Event description:
The pt was implanted with a left ventricular assist device (lvad). Approximately 6 months post-implant, the pt was admitted to the hospital with increased signs of hemolysis (lactate dehydrogenase (ldh) >1700u/I) and dropped hemoglobin level. An echo cardiogram revealed the aortic valve opening opens every beat and the inflow cannula was directed to the free wall. The blood inflow was obstructed from ventricular muscle during the systole phase of the native heart pumping cycle. Approximately 10 days later, a decision was made to exchange the pump due to suspected pump obstruction. During the exchange the surgeon observed a malposition of the inflow graft.

Manufacturer narrative:
The manufacturer is attempting to acquire the explanted pump for analysis. The pt remains on lvad support with the replacement pump. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.